Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported asking if there was a diagnostic test to troubleshoot the issue. Tac advised that there is no diagnostic test available. If the customer believed that issue was related to the setting on the arietta 850 then they should reach out to his local clinical application specialist to double-check the settings. Otherwise, there might be a hardware failure and olympus may need to swap out either the scope or the ultrasound to start with to narrow down the issue. The customer indicated that they would contact the clinical application specialist for assistance. The customer further replied to report that "adjusting the bg value down to 68 from 79 resolved the issue. The bg value was set higher then normal". The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited a grainy ultrasound image. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.